Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the "[physician] reported issues with our dlt, citing leakage from the tracheal cuff in couple of units". Additional information received states that the defect was found prior to use. No patient involvement.

Event description:
It was reported that the "[physician] reported issues with our dlt, citing leakage from the tracheal cuff in couple of units". Additional information received states that the defect was found prior to use. No patient involvement.

Manufacturer narrative:
(B)(4). The reported issue of cuff leakage was confirmed upon investigation of the returned sample. The customer returned an actual sample for evaluation. Based on the investigation conducted, it was found that the returned sample had a leakage at the clear tracheal cuff and blue bronchial cuff. The leakage was observed during the water leak test, where air bubbles were seen escaping from the clear cuff and blue cuff. Visual inspection confirmed the presence of a tear on the clear cuff and blue cuff. The device history record was reviewed and no issue related to complaint was noted. The root cause of the defect could not be determined at this stage. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the "[physician] reported issues with our dlt, citing leakage from the tracheal cuff in couple of units". Additional information received states that the defect was found prior to use. No patient involvement.